Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) unable to interrogate. Cable found out of electrical specification; cable had internal twists.

Event description:
It was reported that the programmer head was unable to interrogate devices. The head was returned for service. No patient complications were reported as a result of this event.